Event description:
It was reported that immediately after insertion, pump experienced helium loss alarms. Pump was exchanged but alarms continued. Iab catheter assembly was removed. Upon removal, clinician noted a kink at distal tip of catheter. Due to difficulty, a reinsertion was not performed and pt was treated with medication. There were no reported pt complications.